Manufacturer narrative:
Section d1 brand name: corrected. Section d4 catalog number: corrected. Section d4 primary UDI number: corrected. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was further reported that there were no further alarms after the controller exchange.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm was confirmed during review of the submitted and downloaded log files. The log files collectively contained approximately 11 days of relevant data (11sep2023 to 22sep2023 per timestamp). A backup battery fault alarm was observed at 8:16:44 on 22sep2023 due to the backup battery not passing the load test. At the time of this alarm, the difference between the loaded and unloaded voltages of the battery was measured to be slightly outside the designed threshold. The controller¿s ability to operate the pump was unaffected by the alarm, as the pump maintained a speed above the low speed limit while the driveline was connected. The driveline was disconnected from the controller at 10:09:10 on 22sep2023, which is consistent with the controllers exchange. The returned heartmate 3 system controller (serial number: (B)(6)) was functionally tested and found to perform as intended. Throughout testing, the backup battery passed multiple load tests, and the reported event was not able to be reproduced. The root cause of the backup battery fault alarm was determined to be the battery not passing the load test; however, the reason for the load test not passing could not be conclusively determined through this analysis. Similar incidents of the backup battery not passing load tests were identified and corrective action was taken to reduce the occurrence of the backup battery fault alarms. The controller was manufactured prior to the implementation of the corrective action. The device history records were reviewed for the system controller (serial number: (B)(6)) and the controller was found to pass all manufacturing and quality assurance specifications. The heartmate 3 patient handbook (rev. D) section 2 entitled ¿how your heart pump works¿ instructs users on how to exchange their system controllers, and to never exchange their system controller without having a trained, competent caregiver at your side to assist. The heartmate 3 patient handbook (rev d - section 5 ¿alarms and troubleshooting¿) covers all alarms (visual and audible), including those associated with backup battery fault conditions, and the actions to take if the alarm cannot be resolved. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that patient was seen on (B)(6) 2023, in clinic, had recent emergency backup battery (ebb) faults from primary controller that persisted despite ebb replacement on (B)(6) 2022, (B)(6) 2023, and (B)(6) 2023. At the time of the visit, the patient did not have any alarms. Ebb use was 22 occurrences. The patient frequently sleeps on battery and unplugs mpu from wall while still connected. At that time, it was decided not to change patient's controller. The patient was provided education and counseling for appropriate battery and mpu use. On (B)(6) 2023, the patient paged with ebb fault. When evaluated in clinic, the patient had controller software version 1.7v and had not used their ebb since their evaluation the day prior. Coordinator changed their controller backup battery faults were noted in log files on 22sep2023 at 08:16 and continued for the remainder of the log. It appeared the backup battery failed the load test causing these ebb faults.